Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on support, the impella cp had product damage (guidewire), and there was access site bleeding. The impella was inserted through the 14fr x 13 cm peel away sheath and crossed the valve with the pigtail catheter and 0.035 j wire. This was exchanged for the 0.018" abiomed wire, removing the pigtail wire came back across the aortic valve. The 0.018" wire was removed, due to a kink was noted. The patient had bleeding and coagulopathy issues with platelet drop, and the physician removed the impella cp device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.